Event description:
The customer reported her blood glucose history as follows: time 6:25 pm, bg (mg/dl) 118; 7:52 pm, 249; 9:03 pm, 330; 9:15 pm, 368. The pod was deactivated and she noticed the needle did not fire the cannula into the infusion site. The pink slide insert was not in the window.

Manufacturer narrative:
The returned product was evaluated and the reported failure of the needle to deploy the cannula was confirmed. Its root cause was determined to be a result of an manufacturing error where the pcba heat stake post was improperly formed. Qualification records were reviewed and the product lot met all acceptance criteria.